Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Small spec of blood was observed on the harvesting tool handle. A visual inspection determined that the heater wire was twisted and flexed away from the hot jaw and was detached at the tip. The heater wire remained attached at the base of the hot jaw. No tissue and char buildup was observed on the jaws. Based on the returned condition of the device the complaint was confirmed for the reported failure ¿bent wire¿. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 customer said that when they opened the box the jaws were broken and had separated. The kit never touched the patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was opened and the wire was sticking out of the forcep.